Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received indicated that the malfunction identified in regulatory rep #: 2649622-2019-08687 was for the same model/serial number which is captured in regulatory rep #: 2649622-2019-08680. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the ra lead was observed with a failed lead position check and possible loss of capture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged one day post-implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.